Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experience bradycardia during thawing phase in the left superior pulmonary vein, right ventricular (rv) pacing was performed. When rv pacing was stopped during thawing phase in the left inferior pulmonary vein (lipv), st elevation was identified. Isolation of the pulmonary veins was stopped once and coronary angiography were performed; no issue was confirmed by coronary angiography. The cryoablation procedure was restarted and the right pulmonary veins were ablated. The case was completed with cryo. No further patient complications have been reported as a result of this event. Also, it was alleged that air in the balloon might have moved into the patient.

Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed multiple applications were performed on the date of the event with no system issue. Visual inspection of the balloon catheter showed it was intact with no apparent issues. Smart chip verification indicated the catheter was used for multiple injections. The catheter passed the performance test and the electrical integrity test as per specification. The impedance test was also within specification. Furthermore, dissection/ pressure testing did not show any leak or traces of liquid or blood inside the catheter. The balloon catheter passed the returned product inspection as per specifications. Clinical issues were encountered during the case. If information is provided in the future, a supplemental report will be issued.